Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six days post-implant, the patient developed tamponade due to a perforation. A bedside echocardiogram was performed followed by pericardiocentesis. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.